Event description:
The customer reported that the field edges feature in the tumorloc image does not match the exact measurement of the multi leaf collimator feature during a region of interest simulation. The customer alleged that the misalignment could be confusing for the dosimetrist receiving the information for planning the treatment.

Manufacturer narrative:
The follow-up MDR will be sent after the completion of the investigation. (B)(4).